Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and its associated effects. (B)(4).

Event description:
Dexcom was made aware on 09/15/2016, that on (B)(6) 2016, the patient experienced an adverse event. The patient's wife found the patient behaving as if confused and not able to function properly. The patient's wife took the patient to the emergency room (ER). The patient had a blood glucose level of 700mg/dl. The patient was admitted to the hospital and was diagnosed with a virus that compounded the hyperglycemic event. The patient had a blood glucose level of 700mg/dl. The patient was given a slow-acting insulin and 2 bags of IV fluids. The patient was discharged on (B)(6) 2016, after recovering from the hyperglycemic event. There was no alleged device malfunction. At the time of contact, the patient was at home recovering. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event could not confirmed. A root cause could not be determined.